Event description:
It was reported to bd representatives during their site visit that there was a potential overinfusion of an antibiotic, which "deemed as a user error." The nurse stated that after the tubing was loaded loaded, pump door was closed, and before the tubing was attached to the patient, the nurse felt fluid in her hand. The event occurred in intensive care unit. The pump and tubing was sequestered. An internal investigation of the hospital personnel was conducted and determined that an IV set loading error was the root cause. The devices will not be sent to bd for investigation and per cutsomer, no further information will be provided. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported to bd representatives during their site visit that there was a potential over infusion of an antibiotic, which "deemed as a user error." The nurse stated that after the tubing was loaded loaded, pump door was closed, and before the tubing was attached to the patient, the nurse felt fluid in her hand. The event occurred in intensive care unit. The pump and tubing was sequestered. An internal investigation of the hospital personnel was conducted and determined that an IV set loading error was the root cause. The devices will not be sent to bd for investigation and per customer, no further information will be provided. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a and g codes and manufacturer narrative.